Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted partial kidney resection procedure on (B)(6) 2025 when it was reported, ¿due to an embolization, airseal was discontinued. Inoue, the ce member, called during the operation and reported that as mode had automatically stopped twice. It was used in a low smoke exhaust mode, with a pressure of 12 mmhg, and the flow rate was 10 l/min. We asked to adjust the suction or confirm the leak. I received another call and when I asked about the situation, I heard that an embolism occurred during the operation when I was about to check for the leak, so I stopped using airseal. The embolization lies in the heart.¿. The procedure was completed without the use of an alternate device. There was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of embolism.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 42 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted partial kidney resection procedure on (B)(6) 2025 when it was reported, ¿due to an embolization, airseal was discontinued. Inoue, the ce member, called during the operation and reported that as mode had automatically stopped twice. It was used in a low smoke exhaust mode, with a pressure of 12 mmhg, and the flow rate was 10 l/min. We asked to adjust the suction or confirm the leak. I received another call and when I asked about the situation, I heard that an embolism occurred during the operation when I was about to check for the leak, so I stopped using airseal. The embolization lies in the heart.¿. The procedure was completed without the use of an alternate device. There was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of embolism.